Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; tulip was confirmed visually to have separated. Manufacturing records for this product were reviewed and no anomalies were found. The exact root cause is undetermined.

Event description:
It was reported that the tulip popped off of screw during removal. A locking screw driver was being used.

Event description:
It was reported that the tulip popped off of screw during removal. A locking screw driver was being used